Manufacturer narrative:
No surgeon information was provided. This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.device not returned.

Event description:
Reportedly, the device (ring) was explanted after an implant duration of 109.1 months for unknown reasons. A (smaller ring) was imlanted as a replacement. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned, as it was discarded at the hospital.